Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02796. It was reported the patient experienced ineffective stimulation from one of the s1 leads. In turn, the lead was explanted and replaced and another lead added at l5. Note: all of the patient's leads are being reported because it is unknown which lead is liable.